Event description:
It was reported that, pt is complaining of pain and has limited range of motion (0 degree internal rotation, 20 degree external.) The pt came into doctor's office for a second opinion with limited range of motion. The pt stated to the surgeon that his cup was recalled. Add'l info received indicated that, "went to primary surgeon and was advised everything looked good and the second opinion and x-ray revealed the same.

Manufacturer narrative:
An eval of the device cannot be performed as the device is still implanted. Add'l info has been requested and if it becomes available, then it will be submitted in a supplemental report.